Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that after placing the lead, an interoperative image was taken to confirm placement. Site noted that navigation system was showing 2 mm medial and the electro recording was showing 2 mm lateral. Site opted for the image provided by electro recording. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.